Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, and 90% stenosed common iliac artery (cia). A non-abbott .035" guide wire was used to cross the lesion, then, in order to perform intravascular ultrasound (ivus), the guide wire was removed and replaced with a hi-torque command guide wire. Resistance was met when advancing the ivus over the command guide wire; however, it did cross the lesion and ivus was performed. When removing the ivus catheter, resistance was met again with the guide wire on the proximal end of the guide wire. The guide wire was wiped with water. The procedure was completed with the same command guide wire and implanting an absolute pro stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance and difficulty to remove was not able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.